Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026, around 1am, it was reported the patient's Dexcom receiver did not provide the patient with any alerts when her CGM value dropped low, leading to the patient passing out. No specific CGM or BG meter reading were reported during this event. The patient¿s daughter noticed what happened and assisted the patient by providing her with juice as treatment. EMS was also contacted. EMS transported the patient to the ER. At the ER, the patient had a CT scan done which showed she fractured her rib from falling when she lost consciousness. It was also noted that the patient bumped her head during the fall. The patient was treated with juice and then discharged on (b)(6) 2026. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.